Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of sensing and unacceptable pacing thresholds. The lead was explanted and replaced on (B)(6)-2014.